Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the reported "burnt plastic on the tip". The returned product did not exhibit the event described in the complaint. The instrument underwent external and internal visual inspections, no thermal damage detected. Contamination was found on the surface of the yaw pulley near the grip base, but it was not thermal damage. The instrument passed the recognition and engagement tests. The instrument failed the electrical continuity and energy delivery tests. Additional unrelated observations: the instrument was found to have contamination on the yaw pulley near the grip base. The yaw pulley exhibited moderate contamination on the surface. The contamination was cleaned during the fa. Further, the instrument was found with silicon residue on the connection pin at the proximal end when the housing was removed. The instrument failed the electrical continuity and energy delivery tests.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a burned plastic tip. There was no patient involvement.